Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, critical error codes were observed. The device's sensor board should be replaced to address the issue. Additionally, the device's dc power connector cable needs replaced due to physical damage/sheared socket outer-casing. No repair was performed. The unit is not needed for inventory, and it will be scrapped.